Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter is not retracting after activation. The following information was provided by the initial reporter: detail: nurses were complaining about a delay in the spring mechanism on the 22 and 20 angiocath used. Needle not retracting after activating the push button.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter is not retracting after activation. The following information was provided by the initial reporter: detail: nurses were complaining about a delay in the spring mechanism on the 22 and 20 angiocath used. Needle not retracting after activating the push button.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.